Event description:
It was reported that during elective device replacement, a lead insulation anomaly was noted on the rv lead. The lead had good electrical measurements so it was decided to keep the lead in service. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).